Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed the noise on the ventricle lead. Consideration of performing isometrics in clinic to confirm the presence of reproducible lead noise was suggested, no changes or interventions were reported. The patient condition was not known.